Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that a bilaterally implanted patient's light adjustable lens (lal, sn (B)(6), +20.0d) was explanted from the right eye due to a refractive surprise after primary cataract surgery. After implantation and before any light treatments were performed, the patient's uncorrected distance visual acuity (ucdva) was 20/100+1, manifest refraction (mr) was +3.25 +3.50 x140, and best corrected distance visual acuity (bcdva) was 20/30+2. After completion of all light treatments, the patient's ucdva was 20/70+3, mr was +2.00 +2.25 x008, and bcdva was 20/25+1. On (B)(6) 2024, the lal was explanted and a new lal with a different power (sn (B)(6), +27.0d) was implanted as a replacement.

Manufacturer narrative:
This supplemental report is submitted to provide updates to sections g6, h3 and h6. The explanted lal was cut into small fragments during explantation and returned to rxsight. Due to the condition of the lens, an evaluation could not be performed.